Manufacturer narrative:
B2 - date of death is estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported failure to advance the sgc appears to be related to patient conditions (hyper elastic septum). Perforation (atrial septal defect/asd) appears to be related to procedural conditions associated with the atrial septal puncture. A cause for the reported pulmonary edema cannot be determined. Additionally, based on the information provided by the account and the medical review, the reported death appears to be due to patient's comorbidities in combination with severe mr. Pulmonary edema, perforation and death are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the patient presented with functional mitral regurgitation (mr) grade 4. During the procedure, a non-abbott transseptal system was initially used, and after the first transseptal puncture, guidewire access to the left atrium was lost. Another transseptal puncture was performed using a non-abbott steerable sheath, but the steerable guide catheter (sgc) still failed to cross the septum. Despite performing a septoplasty with a 14mm balloon and attempting a buddy wire technique, the sgc could not traverse the septum. The procedure was ultimately aborted after several hours, and the mr remained unchanged at grade 4. An atrial septal defect (asd) was observed however, no treatment was performed. Post-procedure while in recovery, the patient experienced flash pulmonary edema. The cause of the pulmonary edema was unknown. Then, on an unknown date the patient died. The possible cause of the death was related to the patient¿s poor overall health along with progressive severe mr that was unresolved after the aborted mitraclip procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B2 death date is estimated as it was not provided.

Event description:
It was reported that on (B)(6) 2024 a mitraclip procedure was performed to treat mitral regurgitation (mr). Patient had significant ra dilatation, minor scoliosis of the lower lumbar region along with a hyperelastic septum. Transseptal access was difficult. Access was gained with the baylis system once, then as we were advancing the steerable guide catheter (sgc) across the septum, lost access to the left side with the wire. Ended up having to do another transseptal using an agilis steerable sheeth. Access was gained but struggled to get the sgc to actually traverse the septum. After several attempts of trying to cross a septoplasty was performed with a 14mm balloon that the physician decided to use. Even after dilating the septum with the balloon, the sgc still would not cross. Also attempted a buddy wire technique after the septoplasty to try and provide additional support for the guide. This too did not work and after several hours, the physician decided to abort the case. No clip was introduced. Post- procedure, the patient in recovery had flash pulmonary edema. On an unknown date, the patient died. It was thought the death was related to poor state of health along with the progressive severe mr that went unsolved due to the aborted mitraclip procedure.